Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol returned in two(2) segments in the iol case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is torn/split cut dividing the iol in two(2) and scratched/marked rejectable. The product investigation could not identify a root cause for the reported complaint ¿scratched lens noted post insertion¿. The product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of solution dried on the returned segments. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched upon implanting. The lens as removed during the initial procedure and a backup lens was implanted. There is no reported impact to the patient. Additional information was requested.